Manufacturer narrative:
Evergen's investigation is ongoing. Additional information has been requested. A follow up medwatch will be submitted once results are available.

Event description:
Rti surgical, inc d.b.a evergen, received a complaint on 01/27/2026 indicating that a patient underwent a chiari malformation procedure with implantation of a duraflex graft (mw #3002719998-2026-00001) on (B)(6) 2025. The patient developed a csf leak a few days later, requiring a revision surgery on (B)(6) 2026 where the graft was noticed to be "crumbling" and with thin frayed edges. The graft was replaced with another duraflex (unique identifiers not provided). The patient developed a csf leak and a second revision procedure was performed on (B)(6) 2026. Upon intervention, the second duraflex was also "crumbling". The duraflex was replaced with a duraguard (baxter). Additional information has been requested from the physician and facility, including patient's medical history, medications, blood work collected (i.e. Inflammatory markers).